Event description:
It is reported that the device was implanted in early 2006, and that the pt was revised in 2009, due to bone deterioration, which allowed the knee to wobble. In the past two days, this revised knee joint has spontaneously dislocated twice, and now he is wearing a full leg splint until the doctor can figure out what to do next.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause can not be ascertained at this time. The probable cause of the pt's complaint of bone deterioration and spontaneous knee joint dislocation cannot be determined, since the device is still implanted, and the part and lot numbers are unk. This complaint will be pursued further if additional info is provided. No product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.